Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found on save to disk. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was scheduled for a replacement due to high sensing integrity counter (sic) and fluctuating lead impedance. During the procedure before explant, the lead was checked with the analyzer and showed stable lead impedances. However, when it was connected back to the device, it showed fluctuating impedance again and oversensing as well. The physician decided to explant and replace the device as well. When connecting to the new device, the rv lead threshold increased. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summarythe full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut. The inner insulation of the lead became breached due to a rupture while in vivo.